Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. During a visual inspection the reported condition was confirmed, as the spike adapter was found to be missing from the tubing. The insertion depth and tube diameter were measured, finding that the insertion depth was out of specification. This is related to the manufacturing process, however the cause could not be identified. A CAPA has been opened in order to address this issue.

Event description:
It was reported that a y-type blood/solution set had its spike separate from the y-connector tubing. The customer reported that it appeared as if there was not enough adhesive on the tubing. It is unknown when the event occurred. It is unknown if there was patient involvement or adverse event associated with the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The reported issue was confirmed for insertion depth (under), related to the assembly process during manufacturing, however the root cause has not been determined and further investigation is in process. If additional relevant information becomes available, a follow up medwatch will be submitted.